Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia and would subsequently expire. The patient presented to the emergency department and due to extensive past cardiac history and patient found with new low ejection fraction, the patient was placed on an impella cp device. The impella cp was primed and backloaded over 0.18 wire into the left ventricle and started on auto flowing 3.7 liters per minute once the wire was removed. The position was optimized under fluoroscopy and transesophageal echocardiogram. Post implant, the impella cp device was repositioned once the peel away sheath was removed, and the repo sheath was sutured into place. Distal flow angiogram was taken with limited flow past the impella sheath, put pulses were dopplerable. Feet were blue when the patient arrived in the room. Previous below bilateral lower extremities ultrasound was done in the emergency room before going to the catheterization lab. However, results had not return. Touhy borst was locked and tightened and angle matched dressing at 90 centimeters. The patient was taken to the unit for management. The following day the patient was escalated to an impella 5.5 and would expire approximately 17 days later.

Manufacturer narrative:
Medical safety review of the event noted limb ischemia coming in is unclear. The impella device may have exacerbated the ischemia. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome (demise). The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿